Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the patient underwent stenting of the mid lad (direct stenting) and 1st diagonal (direct stenting) with two xience v stents. In 2009, the patient experienced chest pain, dyspnea and dyspnea on exertion and was admitted to the hospital. The patient underwent diagnostic coronary angiography which, revealed 30% in-stent restenosis of the xience stent placed during the index procedure. The treatment was percutaneous coronary intervention. No additional event or patient information is available.